Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, tibia screw fixation procedure, the biosure screw broke off when the surgeon was inserting the screw into the tibial tunnel. The broken pieces were retrieved from the patient with biosure driver. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. Patient current status is good.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports, the screw broke off when inserting the screw into the tibial tunnel. The screw was reportedly retrieved with a biosure driver. The procedure was completed with a smith and nephew backup device in the originally drilled bone hole, no void was left, with a 1-30 minutes procedural delay. The patient¿s current health status is good. Without the requested clinical information, a thorough medical investigation cannot be rendered nor can the root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. Insufficient information was provided and therefore a product prints/specifications review could not be conducted. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an acl, tibia screw fixation procedure, the biosure screw broke off when the surgeon was inserting the screw into the tibial tunnel. The broken pieces were retrieved from the patient with biosure driver. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. Patient current status is good.